Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and other chronic intract pain (trunk/limbs). A motor stall was seen at initial interrogation, the patient recently had a magnetic resonance imaging (MRI) on (B)(6) 2017 and it had been more than 2hrs since patient exited the MRI field. Motor stall was logged on (B)(6) 2017, the pump was not read until today during a refill. It was believed that the pump was working normally as they got back what was expected. The reporter was to re-read the pump to confirm stall recovery and call back if there was any problem. There were no symptoms reported